Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) evaluated the instrument and disassembled the pipetter assembly. All the compression springs and a tip retaining clip were replaced. The instrument was cleaned, inspected, tested without further problem and returned to service.